Manufacturer narrative:
H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. F10 / h6 medical device problem code - device code grid - updated. Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was returned deployed and found to be deformed. The stent delivery wire (sdw) was noted to be kinked/bent. The stent introducer distal tip was noted to be damaged. During the functional inspection the reported event of the stent deployed prematurely during use was confirmed during visual inspection. Stent difficult/unable to advance or pullback through catheter was unable to to perform as the stent was found to be deployed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of the stent deployed prematurely during use was confirmed during analysis. Stent difficult/unable to advance or pullback through catheter could not be replicated; however, the analysis results are consistent with the reported event. The returned device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the returned device. It was reported that the operator 'used catheter to deliver the stent to go into microcatheter and after the stent just went into microcatheter it got stuck and could not be advanced any more. The operator had to deploy the stent at tail of microcatheter and replaced it with another one and resistance was also encountered, but this stent could be delivered to go into microcatheter and finished the procedure'. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. The patients anatomy was described as moderately tortuous. The stent was returned deployed and found to be deformed. The sdw was noted to be kinked/bent. The stent introducer distal tip was noted to be damaged. It is possible that the sheath may have initially been advanced too far distally inside the microcatheter hub. This would have resulted in damage to the distal opening of the sheath which, in turn, can lead to resistance when attempting to transfer the stent from the sheath into the microcatheter lumen resulting in the analyzed damage noted to the returned device. The as reported event of the stent difficult/unable to advance or pullback through catheter, stent deployed prematurely during use and the analyzed damage of stent deployed prematurely during use, stent deformed, sdw kinked/bent and stent introducer sheath distal tip damaged will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported during the procedure when the physician delivered the subject stent from the catheter hub into the catheter shaft, the stent deployed half on the catheter and half in the hub. The stent was removed and replaced. The procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported during the procedure when the physician delivered the subject stent from the catheter hub into the catheter shaft, the stent deployed half on the catheter and half in the hub. The stent was removed and replaced. The procedure was completed successfully with no clinical consequences to the patient.